Event description:
It was reported that the patient received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) while lying in bed due to t-wave oversensing. Technical services (ts) was contacted by the patient for a latitude review, and ts referred them to their clinic. Ts also advised the clinic on troubleshooting steps to remedy the oversensing. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was re-programmed from secondary to primary and the ventricular tachycardia (vt) and ventricular fibrillation (vf) zones were increased to 230 and 250 beats-per-minute, respectively. Later, smart pass was disabled due to low amplitudes, and intermittent undersensing was noted. Subsequently, the patient underwent a chest x-ray. Ts was contacted, and ts discussed potential causes. No adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) while lying in bed due to t-wave oversensing. Technical services (ts) was contacted by the patient for a latitude review, and ts referred them to their clinic. Ts also advised the clinic on troubleshooting steps to remedy the oversensing. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was re-programmed from secondary to primary and the ventricular tachycardia (vt) and ventricular fibrillation (vf) zones were increased to 230 and 250 beats-per-minute, respectively. Later, smart pass was disabled due to low amplitudes, and intermittent undersensing was noted. Subsequently, the patient underwent a chest x-ray. Ts was contacted, and ts discussed potential causes. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered another inappropriate shock due to t-wave and baseline oversensing and extremely small r-waves amplitudes. The oversensing could be reproduced in clinic with left side laying positions. The field representative noted the patient had significant weight loss. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) while lying in bed due to t-wave oversensing. Technical services (ts) was contacted by the patient for a latitude review, and ts referred them to their clinic. Ts also advised the clinic on troubleshooting steps to remedy the oversensing. The s-ICD system remains in service. No adverse patient effects were reported.